Manufacturer narrative:
Device not returned by customer. The impella cp pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a 76 white female patient had impella cp pump inserted for acute myocardial infarction (ami)/cardiogenic shock (cgs). The pump was entangled in the mitral chordae, the papillary muscle was ruptured resulting in surgical removal of impella and mitral valve replacement.